Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator displayed an e006 error (insufficient conductivity). The issue occurred during an unspecified therapeutic procedure during sedation while device inside the patient. The intended procedure was completed with the same device with no delay. There were no reports of patient harm.